Manufacturer narrative:
The insulin pump passed the following testing: rewind, basic occlusion, prime, and displacement. The device however was received in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device also had the following cosmetic damage; cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd, and cracked battery tube threads.

Event description:
The customer reported via phone call, no insulin exited tubing and the piston didn't move forward on the insulin pump during prime. The customer's blood glucose was 329 mg/dl. The alarm history was checked and the device had alarmed motor error during prime. The drive support cap was ok and the device wasn't exposed to any magnetic field. Customer doesn't use the sensor. Displacement test was performed and the device passed. Customer was advised the device needed to be replaced. Customer agreed to return the device for analysis.